Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure, the clip was locked onto the target site and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue, and then the procedure was completed using another resolution clip. Reportedly, no additional bleeding resulted from removal of the clip. No patient complications resulted from this event. The patient's condition was reported as being stable post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure, the clip was locked onto the target site and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue, and then the procedure was completed using another resolution clip. Reportedly, no additional bleeding resulted from removal of the clip. No patient complications resulted from this event. The patient's condition was reported as being stable post procedure.